Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Additional information was received providing a reported lot number, 0ml7092802. However, this could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.